Event description:
It was reported that during an implant attempt, the right ventricular [rv] lead had high impedance measurements prior to and after extending the helix. A different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.